Event description:
A facility reported that the cusa excel 23khz standardtip (c4601s) broke off during an unspecified surgery without any excessive force used. The broken part fell into the surgical site and was retracted by forceps. There was no significant surgical delay and no patient injury occurred.

Manufacturer narrative:
Cusa excel 23khz standardtip (c4601s) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies wee observed that could be related to the reported condition. Failure analysis - evaluation of the returned tip confirmed that it is fractured off at the distal end. The cusa excel IFU lists the warnings and cautions that could be related to the reported condition: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece and require replacement before use. Avoid excessive lateral loading of cusa excel tips. This may result in injury to the patient and/or user, or equipment damage. Avoid contacting bone with the cusa excel tips. When testing the handpiece, do not allow the tip to come in contact with any person or object during tip activation. Contact may result in injury to the patient and/or user, or handpiece tip damage. Turning the torque wrench further clockwise will damage the handpiece. Root cause - the root cause is most likely that one or more of the above warnings was not avoided. The damage is indicative of contact with a hard object during tip activation, or possibly prior to testing, causing a crack which ultimately fractured off when tested. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.